Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead was "damaged". The rv lead will be explanted and replaced. No patient complications have been reported as a result of this event.